Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. It was unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. The device also had moisture damage at the motor, vibrator, keypad and battery tube assemblies. It had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer dropped the insulin pump in the lake. The device was in the water for about an hour. It was stated that the device had no cracks but there is fluid under the lcd display. Customer's blood glucose value was 103 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.